Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16628. It was reported that the ipg was unable to be placed in MRI mode. Company manufacturer interrogated the device and indicated that the leads were reading high impedances and were unable to place in MRI mode. As such surgical intervention is anticipated in the near future.